Manufacturer narrative:
The day of the event was estimated, as just the month and year were provided. Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6)2014. During the patient's routine follow-up clinic visit, the customer requested a log file review. During that request, the customer mentioned that the patient has a history of a cerebrovascular accident (cva). It was reported that in (B)(6) 2015, the patient experienced an embolic cva with hemorrhagic conversion. The patient had residual visual field defect and memory loss. The memory loss improved. On (B)(6)2015, a repeat head CT scan revealed that there was essentially no change. On (B)(6)2016, the repeat head CT scan was negative for acute changes. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.